Event description:
It was reported that the asymptomatic patient presented to the or for device change out. Externalized conductors were observed. No electrical anomalies were noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.